Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally laparoscopic distal gastrectomy, on duodenectomy, the device did not fire. They then used another handle to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.